Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number (B)(4)., submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been requested for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6). Has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. Visual inspection was performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. Power adapter passed the test. Voltage was measured within specification range. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. The stm processor was present and battery was measured. An extended investigation has been performed for the reported complaint. The DHR for the libre reader indicated by the serial number provided by the customer and it showed that the libre reader passed all tests prior to release. Visual inspection was performed on pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. Usb charger and usb cable were returned with the reader. Reader passed self-testing. The returned battery has been measured and results were within specification. Sleep current was measured and results were within specification for libre reader stm. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. Visual inspection was performed on returned usb charger and usb cable and no issues were observed. A load tester was used to test the returned usb charger and observed voltage to be within specification. Usb cable passed cable testing and no shorts or open circuits was presented. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.